Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a "healthtech was removing the mms from a mp50 and the clip was broken. When she pulled it out, it hit her in the nose and broke her nose. The healthtech has since had one operation on it and will require another".

Manufacturer narrative:
The reported problem was investigated via remote support by the solutions delivery consultant. He stated that the clip on the mms holder broke. However, there are no pictures of the broken part available. The hospital's clinical engineer further investigated and found that the user in the emergency department (ed) was aware that the clip had been broken but did not make him aware or request his group to repair the latching clip until the incident. Once he was aware of the problem, his staff replaced the latching clip and has had no further issues. The mms modules are inserted into the monitor where it clicks into place and removed by pressing the lever upwards and sliding the mms out. This break can occur as a result of not releasing the latching clip properly and pulling rather than sliding the device off to disconnect if from the bedside monitor. The problem was solved by replacement of the broken clip by the customer which is considered as all that is warranted for this malfunction. The repaired product remains at the customer site. The customer continued to use a latching clip that was broken. The latching clip break can occur as a result of not pressing the latching clip properly and pulling rather than sliding the mms off to disconnect and remove it from the bedside monitor. Excessive force and not pressing the latching clip properly to disconnect the mms from the bedside monitor can cause the latching clip to break. Continued use of a broken device and/or accessories is not recommended. Device labeling (instructions for use) under maintenance describes inspecting the devices and not using them if there are any signs of damage. The hospital's clinical engineering department replaced the broken latching clip. No further investigation or action is warranted. The issue is not consistent with any malfunction but a use handling issue.

Event description:
The customer reported that a "healthtech was removing the mms from a mp50 and the clip was broken. When she pulled it out, it hit her in the nose and broke her nose. The healthtech has since had one operation on it and will require another".